Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 with a blood glucose of 43 mg/dl. Customer stated that they had to remove the insulin pump as they were receiving no delivery alarms and did not know their basal setting. Customer was on their back-up plan and was not able to troubleshoot for the no delivery alarm because they do not have a vial of insulin. Customer stated that the pump did not deliver. Customer does not have the pump on and the pump will not rewind. Customer was advised that a local representative would be contacted to follow-up.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.